Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to deliver a third shock to a (B)(6) year old male patient, after the shock button was pressed several times the device failed to discharge and displayed a "contact service technician (or provider)" message. Complainant indicated that the clinician manually rebooted the device and was able to deliver therapy to the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log showed 5 attempted shocks in which 4 were successful shocks. The log indicates only one unsuccessful shock where the device detected that the patient impedance was invalid (above 300 ohms) and prompted messages that are intended to alert the user that a patient impedance is not recognized and is not necessarily indicative of a device malfunction. This may indicate poor coupling between the electrode pads and the patient's skin. The poor coupling detected by the device prevented the device from discharging the selected energy by design. After the coupling was recognized within the operating range of the device, the device was able to deliver the selected energy three times successfully. The electrode pads were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.